Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime or compromised force sensor system and excessive no delivery test. The device passed self test. No motor error alarm noted. Motor passed motor test. Insulin pump received with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and keypad anomaly. The customer¿s blood glucose level was 193mg/dl at the time of the incident. The customer stated that the drive support cap was loose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.